Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had 5-6 infusion set cannulas that got kinked over the past month and a half. Customer has been on the insulin pump for 3 years. Customer received a no delivery alarm and had a blood glucose of 400 mg/dl at the time of the incident. Customer changed the site and gave a bolus, which resolved the high blood glucose. Customer stated that the cannula was bent when it was removed. Customer uses a serter for insertion. Customer was advised to change the entire set. Customer declined troubleshooting for the no delivery alarm that occurred in the past.